Manufacturer narrative:
Investigation summary: it was reported the flush syringe stopped at 5ml. To aid in the investigation, one sample with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306547, lot number 1229008. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd posiflush¿ IV flush normal saline filled syringe, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the flush syringe stopped at 5ml. Flush syringe stopper stopped at around 5ml.